Event description:
The customer reported that proximal body/distal stem separator has sheared at the bottom threaded part of the device. The sheared end remained stuck in the stem and cannot be removed. The surgeon has had to perform 'soft tissue work' to expose the acetabulum to complete the surgery. Due to the device shearing in the stem, the stem screws could not be inserted. The stem is well seated and it is reported that the screw is not required. It is further reported that the surgery has been extended by over 1.5 hrs. The patient outcome is satisfactory in the surgeon's opinion.

Manufacturer narrative:
Investigation in progress. No additional information available at this time. This is the same patient and event as report #2249697-2009-00082.